Event description:
It was reported that the patient's implantable pulse generator (ipg) incision site was not closing. The patient underwent ipg swap and pocket washout and was doing well postoperatively.